Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during interrogation of an implantable heart device with a programmer, the "resume" and "suspend" buttons were not displayed on the programmer screen. The healthcare professional was unable to resume detection with the device during the programmer session. The patient was interrogated with the programmer again next day and the buttons were available. The device and the programmer are still in use. No patient complications have been reported as a result of this event.